Event description:
I took 3 packages of coolsculpting from vlcc (B)(4) (device made by allergan (B)(4)) between the year (B)(6) 2017. (B)(6) 2018, a) one for love handles (side flanks) rs (B)(4) / in (B)(6) 2017 (this was carried out); b) second for abdomen rs (B)(4) / in (B)(6) 2018, (this was carried out); c) third for comprehensive abdomen and side flanks 2, (B)(4) in (B)(6) 2018, (this procedure is yet to be carried out). This service was booked and provided by (B)(6). What I categorically want to state here is that coolsculpting has not given me any result. But this is not the point of my grievance. The point is, in my second session of coolsculpt for abdomen I have got negative result. My abdomen looks bloated now. Thanking you with regards. Before and after pictures are available.